Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the iui smoked and melted during an unspecified infusion. After the smoke was observed, the user immediately turned off the device. No patient harm was reported.

Manufacturer narrative:
The report of an iui connector having smoked and melted was confirmed. Physical inspection found the right iui connector on the pump module was thermally damaged at pins 13,14 and 15. Log analysis showed that the module performed an infusion on (B)(6) 2018 between 5:05am and 1:55pm. The infusion was not stopped by selecting the channel off key or from a recorded error incident. The module was powered on at 1:55pm but no further infusions were performed. Functional testing showed that the thermally damaged right iui connector had a lower than expected resistance. A crack was observed on the connector. The root cause for the thermal activity at the right iui connector was not definitively determined but a crack was observed on the connector and the connector was over ten years old.